Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using an unknown bd wingset the customer reports underfilling. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the sample acquisition was performed by closed technique with conventional needle. In sample acquisition performed with wingset, a discard tube was used prior the citrate tube draw to assure the proper volume. The customer observes the tube prior removing it. In case it does not accomplishes with the proper draw volume, the tube is rejected at the collection, and a new tube is drawn till the volume is reached. The tubes are centrifuged following the recommended setup, and it was noted a variation in draw volume.

Event description:
It was reported when using bd vacutainer® 9nc 0.129m plus blood collection tubes the customer reports underfilling. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 1- the sample acquisition was performed by closed technique with conventional needle. In sample acquisition performed with wingset, a discard tube was used prior the citrate tube draw to assure the proper volume. 2- the customer observes the tube prior removing it. In case it does not accomplishes with the proper draw volume, the tube is rejected at the collection, and a new tube is drawn till the volume is reached. 3- the tubes are centrifuged following the recommended setup, and it was noted a variation in draw volume.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported when using bd vacutainer® 9nc 0.129m plus blood collection tubes the customer reports underfilling. This event occurred 10 times. D.1. Medical device brand name: bd vacutainer® 9nc 0.129m plus blood collection tubes. D.3. Medical device manufacturer: becton, dickinson and co., ¿ broken bow, ne / 68822. D.4 medical device catalog #: 363080. D.4. Medical device lot #: 3048740. D.4. Medical device expiration date: 31-aug-2023. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton, dickinson and co., ¿ broken bow, ne / 68822. G.5. Additional PMA / 510(k)#: k013971. H.4. Device manufacture date: 17-feb-2023. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 10 retention samples from bd inventory were evaluated by and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.